Manufacturer narrative:
D10 concomitant medical products: sigpshell - sig power sigpshell control shell, lot# n4b1876y sigpshell - sig power sigpshell control shell, lot# n3h2566y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4e1100 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4e1100 sigphandle - sig power sigphandle handle, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastroplasty, while using the powered stapler with the first shell, when the surgeon pressed the button, the reload did not progress. A new shell was used to resolve the issue. The second shell had a firing issue, and it was also replaced. With the first reload, the device did not activate, and the adapter did not follow. The second reload did not fire after pressing the green button. A device was used to resolve the issue. There was no patient injury.